Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of backup vvi was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment and the reset was found to have been caused by a parity error. The root cause of the reset was an anomalous component on the hybrid.

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert. It was found that the device went into backup vvi mode. The device was explanted. No adverse consequences to the patient.